Manufacturer narrative:
D9: date returned to mfg.: 6/26/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the unit failed the occlusion test¿ was confirmed with downstream occlusion (dso) pressure test. Replaced the camshaft and dso sensor. The probable cause was the camshaft not building up pressure to trip dso alarm. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed the occlusion test. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.